Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the hcw probe 1 was overflowing the cuvettes. The fsr replaced the tubing, peristaltic head (rohs) and manually cleaned the cuvettes which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the tubing, peristaltic head were identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial result = 2.7 mmol/l, repeat on another instrument = 0.96 mmol/l the discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial result = 2.7 mmol/l, repeat on another instrument = 0.96 mmol/l the discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.